Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 233 mg/dl, which was addressed with a bolus via the insulin pump. In addition, it was reported that the customer was in the hospital for a skin infection. However, the customer did not specify a blood glucose value, or any other information regarding the event. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No failure identified for the high blood glucose level issue.

Event description:
Additionally, it was reported that the customer received multiple cartridge alarm 19's during basal delivery.